Manufacturer narrative:
H6) a manufacturer representative went to the site to test the navigation system. Hardware parts were replaced and additional in formation was not provided. Codes b01, c19, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc, ups 9735787 main cart s8 svc, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intraoperatively in a sacroiliac and thoracolumbar procedure in which there was patient involvement. It was reported that a battery service error occurred during a case and the system shut off. The site proceeded with the case with another navigation system. There was troubleshooting present. It was reported that the site rebooted the system and plugged it into another outlet with no resolution. It was confirmed the system had been plugged in overnight. There was no impact to patient and surgical delay was reported as less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc, serial/lot: 1916 ; ups 9735787 main cart s8 svc, serial/lot: 19160050 h2) the battery was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The battery was tested with a known good uninterruptable power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes: b01, c19, d14 the ups was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The ups was tested with a known good uninterruptable power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.